Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels were 500 mg/d, 460 mg/dl, 311 mg/dl, 330 mg/dl and 287 mg/dl. Customer declined troubleshooting on insulin pump at that time. The device will not be returned for analysis.